Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they had high blood glucose value between 200 mg/dl and 400 mg/dl. Customer reported that they had low blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. Insulin pump will not be returned for analysis.